Manufacturer narrative:
Concomitant medical products: product ID 8703w, lot# l48821, implanted: (B)(6) 1998, product type catheter. (B)(4).

Event description:
Information was received regarding a patient receiving morphine at an unknown dose and concentration via an implanted pump. The indication for use was noted as non-malignant pain and other non-malignant pain. On (B)(6) 2015 the consumer reported that their pump was removed more than 10 years ago. The catheter "kept coming out of her spine" and morphine was just pumping into her tissues. Follow up was done to determine the event date, cause of the event, and if any troubleshooting was done as a result of the event.